Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with objective evidence. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation or per imaging review. The presence of an slda as described in the complaint event was confirmed through available information. Potential contributing factors to the slda are patient factors (severely restricted septal tricuspid leaflet) based on information provided and imaging factors (shadowing from septum).

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure a single leaflet device attachment (slda) occurred. It was a massive tricuspid regurgitation (tr) with central 7mm gap due to severely restricted septal tricuspid leaflet (stl), quite long. Imaging was really challenging due to shadowing from the septum, therefore stl was really difficult to visualize. A first device was implanted antero-septal reducing the tr 1 degree and then a second device was planned posterior to the first one. Grasping was extremely challenging and after 1 hour or more, it was possible to achieve a grasp. However, the stl insertion was not possible to assess due to shadowing specially when the device was in capture ready. When the device was closed it could be seen leaflet running towards the pascal but it was not sure how much. Tg window was bad and therefore it could not be used to open and close the device and look for tissue insertion or dragging. Physician decided to perform an optimization of the septal leaflet but again insertion could not be seen. However, physician claimed to feel tension on the system and that when closing there was good septal leaflet tension and no slack. Edwards team was not sure, however they decided to release assuming the potential risks because the tr was better. After suture release and starting to retrieve the actuation wire it was seen that the septal was partially lost and after fully releasing the device was more mobile than expected and tr got worse than prior to release. Echo evaluation was performed and device was not fully detached from septal but indeed insertion was suboptimal leading to bad tr reduction, big jet between devices. It was decided to go with a third one in between devices to stabilize the second and improve tr result. Due to imaging, it was impossible to perform a good grasp there and the third device ended up entangled with the second one due to the sutures. Both devices could be separated after elongating and moving a little bit but that caused the second one to fully detach from septal leaflet. After that and with the potential threat of causing more damage than good it was decided to bail out the third device and do follow up of the patient. Patient baseline was 4+ tr and left with 3+ tr. 2 devices implanted but 1 only attached to pstl. The patient was stable and discharged. Periodic checks will be performed to assess if any additional intervention is needed, but at the moment will be managed with drugs.